Event description:
It was reported that the catheter line fractured and had to be retrieved under radiological guidance. Line lodged in pt's heart.

Manufacturer narrative:
The sample has not been returned to the MFR for eval. A complaint history review of lot #22cp4700 showed two other product complaints of similar nature.